Manufacturer narrative:
The root cause cannot be conclusively determined. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a surgery, the phaco handpiece was clogged, a white color liquid came out of the handpiece and the patient sustained a burn to the eye. Stitches were required to seal the burned area. The surgery was completed by using an alternate handpiece. Additional information has been requested.